Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) because the pump did not work properly, and the patient remained incontinent due to the cuff not closing the urethra properly. Upon explant, the physician remeasured the urethra and decided to downsize the cuff and replace the pump. The balloon remained implanted. There were no additional patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Correction made to b3 event date, b5 describe event, and d6a implant date.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) because the original activation of the pump did not work properly, and the patient remained incontinent. Upon explant, the physician remeasured the urethra and decided to downsize the cuff and replace the pump. The balloon remained implanted. There were no additional patient complications reported.